Manufacturer narrative:
E1 - initial reporter facility name - (B)(6) hospital (B)(6). E1- initial reporter phone - (B)(6). Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. A polaris mmg system was selected for use. During the procedure, the motor was observed to intermittently stop functioning. The procedure could not be completed due to this event. The patient outcome was reported as unknown.